Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary. No anomalies found; full lead returned.

Event description:
It was reported the lead was removed and replaced because the threshold was greater than 4.0 volts and the impedance measurement was 300 ohms. No patient complications have been reported as a result of this event.